Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a procedure. It was reported that the axiem stealth tracker was placed on the forehead in standard fashion, and secured with tape. The stealth registration was performed and accurate. Checked accuracy of the stealth at the start of the case, and before drilling into the skull, it was fine. Somewhere along the case, the tracker shifted, and the navigation was off. This resulted in the provider placing the shunt into the transverse sinus rather than the ventrical. He then had to do a full craniotomy, and dissect down to control and stop the bleeding. Once controlled he was able to retrace the stealth, and place the shunt. He then sent the patient for a CT and was comfortable that the bleeding had stopped.